Event description:
It was reported that during an esophagectomy procedure, the device was fired to continue the staple line and it was also noticed that the staples did not form properly. It was noted that the tissue was thick and had been radiated. The surgeon continued up the stomach taking smaller bites with the device. The surgeon over sewed the staple line on the stomach to complete the procedure. There was no adverse consequence to the patient. The devices were discarded. On what tissue type was the device used? Stomach at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.